Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule has been in the patient's esophagus. A chest x-ray was recently performed which showed that the capsule was still attached.